Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. The customer stated that there was no patient involvement. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 failing rate calibration unit would fail rate calibration and not update the vpmr. It is outside the acceptable range to be calibrated. Ask how old the rate cal set is. Biomed states a couple years old. Recommend to replace rate cal set and gave part number. With new rate cal set and units still failing, replace the mechanism assembly. Biomed will order rate cal set.